Event description:
Related manufacturer reference number: 1627487-2022-02414. It was reported the patient experienced ineffective stimulation with the system. As a result, surgical intervention was undertaken wherein the system was explanted.

Manufacturer narrative:
Date of event estimated.

Manufacturer narrative:
The report of ineffective therapy was not able to be confirmed. Analysis of the returned lead found it was cut during the explant procedure and only the terminal end segment was returned (incomplete lead).